Event description:
Customer reported a past high blood glucose event that had been ongoing for two weeks. Specific values for blood glucose levels were unknown, but they were described as "high." Cause was not known. To address the issue, the customer changed the infusion set and cartridge. Control iq feature was active. Recommendation was made to consult with a healthcare provider regarding diabetes management.